Event description:
Physician reported on 30-day f/u form (dated 6/15/06) that a pt underwent dialysis for renal emboli in 2006.

Manufacturer narrative:
H6. Review of lot records/work orders, prior reports. No issues were noted.